Manufacturer narrative:
The tech replaced the brake casters and the steer caster to resolve the issue.

Event description:
Tech alleged that the brakes would not hold when engaged. There was no pt impact.